Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 7.7/5.9. The pt's coumadin was held three days based on the lab value. The device was replaced and requested to be returned for eval.